Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous mid left anterior descending artery that was 90% stenosed. A 3.5 x 18mm xience prime was deployed at the lesion when an edge dissection was then noted. Another xience was used to successfully cover the dissection. There was no adverse patient sequela or clinically significant delay in procedure reported. No additional information was provided.